Event description:
It was reported that a patient underwent a sling procedure in 2007. During the procedure, the mesh removed with the inserter. Once the device was removed, the procedure was completed successfully with another type of sling device. The physician opines that due to the patient's morbid obesity and resulting spatial relationship of the patient's anatomy, excessive force was required to remove the inserter which resulted in the mesh releasing with the inserter.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.